Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that over-pressure was experienced with the pump.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: dr (B)(6) uses the flosteady pump routinely. Pump settings 45 p and 1.5 flo which is default for the knee. Pump was primed as usual and seemed to be fine. It was then reported by dr (B)(6) that fluid was coming out of the port side at a abnormally high pressure and the pump pressure seemed to be much higher than it was reading on the pump. Dr (B)(6) then lowered pump pressure from 45 to 30 then to 25 and finally to 15 but this did not change the amount of fluid squirting from the port site. Another pump serial (B)(4) was brought in and pump tubing changed but still the pressure was higher than normal and squirted out of the port site at an abnormally high rate. The procedure was completed and the patient is being observed for potential compartment syndrome. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be overdue calibration, pressure sensor, roller wheel, pcb board, pump height, joint height, the stop cock valves were closed off, tubing was kinked, or user error. Manufacture date is not known.

Event description:
It was reported that over-pressure was experienced with the pump.